Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for chronic low back pain and spinal pain. It was reported that the patient's communicator did not want to charge. The patient stated the device would turn on but would not charge and did not display a light while charging. A request was sent to the repair department to replace the device.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 27-aug-2020, UDI#: (B)(4) h3:tm90t0 : the tm90t0 communicator was analyzed on (B)(6) 2026 visual observation showed micro-usb charge port was loose and rattling. The device passed battery charging bench test. Tm90 passed final functional jbal test. The device was scrapped and taken out of service medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.